Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with 200 units the previous night, and the fill estimate displayed an accurate amount of over 120 units in the cartridge. Then, at the time of the call, insulin gauge displayed 150 units. Review of the insulin gauge calculations with tandem technical support showed that the fill estimate was accurate. The customer reported a blood glucose level of 250 mg/dl, and was addressed with a correction bolus.